Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited noise oversensing, which could be replicated with simple arm movements. The lead was initially reprogrammed, which did not completely resolve the issue, as the lead was still sensing noise, though it was no longer replicable. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 51.5 cm, and a distal portion was received measuring 51.5 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.